Manufacturer narrative:
The reported sensor has been returned and is in process of investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the applicator needle of the adc device was missing. Due to this issue, customer indicated they could not apply sensor to monitor glucose and experienced symptoms of high glucose including vomiting and loss of consciousness. The customer self-treated with advil and was seen by a healthcare professional who administered insulin (dose/type unknown) for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the applicator needle of the adc device was missing. Due to this issue, customer indicated they could not apply sensor to monitor glucose and experienced symptoms of high glucose including vomiting and loss of consciousness. The customer self-treated with advil and was seen by a healthcare professional who administered insulin (dose/type unknown) for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned applicator and the sensor , no damage were observed. Further investigation not performed due to sensor pack not returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.